Event description:
The handlee of the file came off during initial use of the instrument, leaving the body of the file in the patient's tooth. The file was retrieved and there was no report of injury to the patient.